Manufacturer narrative:
During failure analysis, the reported event of the irrigation pump not working was duplicated during service evaluation. The device was found to have mechanical damage to the irrigation pinch valve assembly, the panel housing, and vibration sound mounts. This mechanical damage can be the result of handling the device.

Event description:
It was reported that the sonopet console 110v (pedal and pole included) had a broken irrigation pump. The device was being used as a marketing sample. During service inspection at the manufacturing facility, it was clarified that the irrigation pinch valve was not working presenting a condition where the device has the potential to overheat.

Event description:
It was reported that the sonopet console 110v (pedal and pole included) had a broken irrigation pump. The device was being used as a marketing sample. During service inspection at the manufacturing facility, it was clarified that the irrigation pinch valve was not working presenting a condition where the device has the potential to overheat.

Manufacturer narrative:
Device evaluation in progress.